Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
(B)(6) 2013; enclosed please find the receipt and the lot number, for the grind guard purchased from (B)(6), as requested. The guard layers separated from the first day of use. I spoke to customer complaints and am looking forward to a replacement. Lot: 02287.